Manufacturer narrative:
E1: reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the intellispace perinatal surv/arch sys does not mark / ring the patient alarms. Further relevant information was requested, but none was available at the time of the initial report. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Multiple good faith effort (gfe) were performed to gather more information about this case but no additional information could be received. The following functional tests were performed: the remote service engineer (rse) spoke to the customer and asked to get remote service access as the onsite service was declined by the customer. The fse did not get granted access and no further work from philips could be performed. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.